Manufacturer narrative:
Information was received from user facility 3500a form uf/importer report number (B)(4); per contact at facility report was not previously submitted to the FDA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product manufacture date: 24 october 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 2.4mm lcp straight wrist plate 170mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wrist revision surgery and explant of hardware was performed on (B)(6) 2015 after it was noted on x-rays that the plate was broken and the patient had non-union. The original surgery was performed on (B)(6) 2015. During the revision surgery the original hardware was removed and a new plate was implanted with bone grafting. The procedure was successfully completed and the patient was discharged the same day. There was no surgical delay related to this event. This is report 2 for 2 for (B)(4).